Event description:
New information received notes that the high pacing impedance issue was initially discovered during an in-clinic device check. During that visit, the right ventricular (rv) lead pacing configuration was reprogrammed from bipolar to unipolar with good electrical measurements obtained. The physician subsequently scheduled an rv lead revision on (B)(6) 2026. On the day of planned procedure, the physician elected to abandon the lead revision and keep the rv lead in unipolar configuration; the lead will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance. No changes or intervention were reported. The patient condition was not known.